Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance. The device is part of the advisory for this model.

Event description:
It was reported that the device was at eri (elective replacement indicator) at 5 years and was suspected of early battery depletion. Outputs were set low and there was minimal pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.